Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced cannula breaks off (patient or non patient end) or pulls out. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: most of the complaints seem to be broken needles however, the details are unknown in this initial report.

Manufacturer narrative:
H.6. Investigation: thirty one open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on twenty nine samples and a broken non patient end of cannula was observed on one sample. No issues were observed with the remaining one sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced cannula breaks off (patient or non patient end) or pulls out. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: most of the complaints seem to be broken needles however, the details are unknown in this initial report.